Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom includes pain at the incision site. It was believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), product description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.